Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) USA alleging that their onetouch ultra 2 meter displayed an error 2 message. The complaint was classified based on the customer care advocate (cca) documentation. The patient stated that the error message first appeared at 6:30am on (B)(6) 2017. The patient does not take any medication in order to manage their diabetes and did not make any changes to their usual diabetes management regimen as a result of the alleged product issue. The patient stated that 10 minutes after the alleged product issue occurred they developed the symptoms of ¿sweats, weakness and jittery¿; however, did not require any form of treatment as a result of these symptoms. At the time of troubleshooting the cca noted that there was no misuse of the product. This was the patient¿s first time using the product and the cca was able to resolve the issue with training. The patient¿s products were replaced. This complaint is being reported because the patient claims they were unable to test their blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury adverse event after the alleged meter issue began.